Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01190. It was reported the patient is without stimulation and experienced jolting sensations in her back. Reportedly, impedances are low. X-ray were taken and results are normal. Follow-up revealed the physician may currently consider other therapies with the patient. However, the future course of action may be to revise the system. Further investigation identified 4 contacts with low impedance and a possible lead pullout. Reference MFR report # 1627487-2014-26105 regarding the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.